Event description:
It was reported that the pt lost stimulation sensation following a bone scan procedure. After speaking with a company representative, she was able to increase her stimulation but it was in the wrong location (legs) and did not help her back spasms. She had no options for other programs. She was re-directed to her healthcare professional. Further info was requested.

Manufacturer narrative:
(B) (4).